Event description:
It was reported the generator shut off and restarted mid surgery on its own. There was no patient impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with some dark surface imperfections. The unit delivered rf energy correctly into the fixed resistor. During the test of the split pad return in saline media, the output successfully produced e3 errors. The reason for return could not be confirmed. The unit was keyed periodically over course of two days of constantly being on, the unit always delivered energy; the complaint could not be replicated. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.